Event description:
The customer reported the cufflator needle does not rest at zero. There was no pt contact.

Manufacturer narrative:
(B)(4) - product was requested to be returned for eval and has not been rec'd. Note: this submission is based solely on the user facility statement. (B)(4).